Event description:
The patient tested blood glucose on the suspect device at 4:20pm and it was 272mg/dl. At 4:30pm, pt felt cold and sweaty. 10-15 minutes later the paramedics came and pt blood glucose was <40mg/dl. Pt was given an IV with glucose.